Event description:
According to the reporter, during whipple procedure, the tip of the device caught on fire. The flame was a match size. Device was removed from field and stopped activating energy. No operating room fire has occurred. Customer changed it out to new device. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found some eschar build-up and burning residue on the tip of the electrode. Functionally, the damage to the electrode is consistent with possible embers due to eschar build-up. Users are encouraged to keep the electrodes clean. The investigation found the device functioned normally and within specifications when activated in a handpiece. The electrode insertion/extraction were within specification. It was reported that the tip of the device caught on fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: tissue build-up (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as throat or mouth procedures. Keep the electrode clean and free of all debris. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted some eschar build-up and burning residue on the tip of the electrodes. Functionally, the damage to the electrodes was consistent with possible embers due to eschar build-up. Users were encouraged to keep the electrodes clean. The investigation found the devices to function normally and within specifications when activated in a handpiece. The electrode insertion/extraction were within specification. It was reported that the tip of the device caught on fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: tissue build-up (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as throat or mouth procedures. Keep the electrode clean and free of all debris. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: unknown pad (lot#: unknown) unknown pencil (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during whipple procedure, the tip of the device caught on fire. The flame was a match size. Device was removed from field and stopped activating energy. No operating room fire has occurred. There was no patient injury.